Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was intermittent stimulation on/off. Electrode impedance was performed with no out of range values: reference 0: electrode 1 shows the lowest: 478 ohms reference 1: electrode 2 shows the lowest: 483 ohms reference 2: electrode 1 shows the lowest: 483 ohms reference 3: electrode 2 shows the lowest: 455 ohms reference 4: electrode 3 shows the lowest: 504 ohms reference 5: electrode 3 shows the lowest: 500 ohms reference 6: electrode 7 shows the lowest: 508 ohms reference 7: electrode 6 shows the lowest: 508 ohms reference 8: electrode 9 shows the lowest: 545 ohms reference 9: electrode 2 shows the lowest: 509 ohms reference 10: electrode 9 shows the lowest: 514 ohms reference 11: electrode 3 shows the lowest: 513 ohms reference 12: electrode 3 shows the lowest: 561 ohms reference 13: electrode 3 shows the lowest: 593 ohms reference 14: electrode 5 shows the lowest: 581 ohms reference 15: electrode 14 shows the lowest: 2159 ohms the patient went to the clinic with stimulation on and reprogramming was done. The patient was feeling appropriate stimulation. The implantable neurostimulator (ins) battery voltage was 2.940v. No symptoms reported. It was noted that the intermittent stimulation started to occur in 2014. A day later the patient via the rep reported that she had had no further issues since troubleshooting and reprogramming. She was going to follow up with the rep in two days to make sure everything was still going well.